Event description:
Same case as MFR# 6000089-2004-01505 and 01506. Clinical study. It was reported that 218 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending (lad) artery lesion. During the initial implant, the physician did not predilate the 3.5mm mid lad lesion, but deployed a taxus express2 8.8% 3.5 x 12 mm drug eluting stent and then overlapped that stent with a taxus express2 8.8% 3.0 x 20 mm drug eluting stent. These stents were not post dilated. The physician then predilated the 3.4 mm proximal lad lesion and deployed a taxus express2 8.8% 3.5 x 20 mm drug eluting stent. This stent was post dilated.

Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the mid-lad with 80% stenosis and was 15mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with predilatation and a 3.0 x 20mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the proximal lad with 85% stenosis and was 17mm long with a reference vessel diameter of 3.4mm. Target lesion 2 was treated with predilatation and a 3.5 x 20mm taxus stent, with 0% residual stenosis. The pt was discharged the next day with recommendation for follow-up cardiolite study in 8 to 12 weeks to further evalate the l-pda. Eight mos later, pt was admitted with symptoms of atypical angina, including exertional fatigue and diaphoresis. Per source documents, troponin levels were normal, and ECG was without ischemic changes. Coronary angiography revealed: lmca -normal, lad - focal 95% restenosis in an approximately 2mm area between the two previous stents, lcx-dominant; diffuse 80% stenosis, l-pda "unchanged from the previous film" mar/2004, rca -nondominant; chronically occluded and "unchanged from a previous angiogram." The lad was treated with a 3.5x12mm taxus stent, reducing the stenosis to 0%. The pt was discharged the next day on plavix therapy for 6 months. In the opinion of the physician the relationship of the event to the taxus stent is "probable."